Event description:
The patient was undergoing treatment of a wideneck ileal artery aneurysm in tortuous anatomy and two coils were successfully implanted. The physician wanted to remove the third coil (subject device) during withdrawal, resistance was encountered and the coil became stretched. The physician applied force in an attempt to remove the coil and noted that the coil had broken from the delivery wire and was protruding from the aneurysm. The physician attempted to push back the coil into the aneurysm with the delivery wire, unsuccessfully and the coil remained protruding from the aneurysm. It was noted that thrombus had formed in the vessel and guide catheter, the physician related this to the guide catheter. However, it was reported that continuous flush was not maintained. There was no consequence to the patient.

Event description:
The patient was undergoing treatment of a wideneck ileal artery aneurysm in tortuous anatomy and two coils were successfully implanted. The physician wanted to remove the third coil (subject device) during withdrawal resistance was encountered and the coil became stretched. The physician applied force in an attempt to remove the coil and noted that the coil had broken from the delivery wire and was protruding from the aneurysm. The physician attempted to push back the coil into the aneurysm with the delivery wire, unsuccessfully and the coil remained protruding from the aneurysm. It was noted that thrombus had formed in the vessel and guide catheter, the physician related this to the guide catheter. However, it was reported that continuous flush was not maintained. There was no consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was returned with the microcatheter and another device. Visual and microscopic inspection of the returned device noted that the pusherwire and the proximal end of the coil were returned, and the majority of the coil was not returned. The proximal end and the inner coil remained attached to the pusherwire. The break occurred where the coil is fused to the polyethylene terephthalate (pet). This most likely would have occurred as a result of excess force applied to the pusherwire while trying to advance or retract the coil against resistance. A review of the labeling found that thrombus is noted as a potential complication associated with such procedures in the directions for use (dfu). There was evidence of blood matter on the hub of the microcatheter that was returned with the device and additional information confirmed that continuous flush was not maintained. The dfu warns the user in order to achieve optimal performance of the gdc system and to reduce the risk of thromboembolic complications, it is critical that a continuous infusion of appropriate flush solution be maintained between a) the femoral sheath and guiding catheter, b) the 2-tip microcatheter and guiding catheters, and c) the 2 "tip microcatheter and boston scientific guidewires and delivery wire". Based on the information available and product analysis the root cause was determined to be related to use/user error.